Event description:
On (B)(6) 2011, veritas collagen matrix was used to repair a large ventral hernia. The pt was taken back to surgery on (B)(6) 2011 for an unknown reason. During that surgery, it was discovered that the veritas collagen matrix had torn in half down the middle of the tissue. No further information is available.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specifications at the time of manufacture.